Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room for an unspecified reason. Evaluation of the patient's implantable cardioverter defibrillator (ICD) revealed that impedances on this right atrial (ra) lead were high out of range and had been for some time. Review also showed episodes of noise which was oversensed, resulting in atrial-tachy response (atr) episodes. No adverse patient effects were reported. The ICD and ra lead remain in service.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room for an unreported reason. Evaluation determined that pacing impedances on this right atrial (ra) lead were high out of range and had been for some time. Noise and oversensing were also observed on the atrial channel, resulting in inappropriate atrial tachy response (atr) events. Further information was received that this ra lead exhibited high capture thresholds as well as the on going issue of high out of range pace impedance measurements. Upon fluoroscopy this lead showed signs of possible fracture near the clavicle site. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects have been reported. It is not expected to receive this lead for analysis.

Event description:
It was reported that this patient presented to the emergency room for an unreported reason. Evaluation determined that pacing impedances on this right atrial (ra) lead were high out of range and had been for some time. Noise and oversensing were also observed on the atrial channel, resulting in inappropriate atrial tachy response (atr) events. Further information was received that this ra lead exhibited high capture thresholds as well as the on going issue of high out-of-range pace impedance measurements. Upon fluoroscopy this lead showed signs of possible fracture near the clavicle site. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects have been reported. It is not expected to receive this lead for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.